Event description:
It was reported that the insulation fracture was noted on the left ventricular lead during the routine generator change. The lead was working normally prior to the procedure. The lead was capped and replaced. No complications happened during the surgery.